Event description:
(B)(6) female, 101.6 kg, traumatic injury to right proximal tibia. The plan was to place 4.0mm cannulated screws across the fracture at the tibia to reduce the fracture. On the third and final screw which was in the tibial metaphysis, a washer was placed over the 4.0 x 48mm screw. As the resident was tightening down the screw the head of the screw broke off leaving only the shaft of the screw causing a delay greater than 30 minutes.